Event description:
The suspect device was used to check the customer's blood glucose. Results of hi and 589 mg/dl were obtained. They were taken to the ER and their glucose was 44 mg/dl upon arrival. They were given oj and a sandwich. They were kept for six hours and released with a glucose level of 116 mg/dl. Controls were not used on the system. The device was replaced and requested to be returned for eval.